Manufacturer narrative:
(B)(4). G2: foreign ¿ japan the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner could not be inserter correctly. Another liner was able to be used to complete the procedure with a 5-minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified nicks and gouges around the rim and rim surface, deformation and damage to the outer surface and locking features and scallops. Part of a scallop and locking ring feature is partially broken off. There is also an indentation on the outer surface of the liner. No further evaluation is possible using the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.